Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endo-anchoring system was implanted for the treatment of neck dilation in an endurant stent graft system in a 79.2 abdominal aortic aneurysm. An endurant ii limb extension was also implanted during the procedure. The endurant stent graft system was originally implanted 5 years earlier. The proximal aortic neck measured 27.8mm to 33.9mm. The neck length was noted as 7.5mm. It was reported 2.5 years post endo-anchor implantation that a gutter endoleak from the left renal artery stent was observed. Intervention with balloon angioplasty of proximal endograft seal zone and kissing balloon angioplasty of the left renal artery stent was completed with the event confirmed as resolved. Per the investigator the cause of the gutter endoleak was possibly related to a previous intervention/index procedure. No additional clinical sequelae were reported and the patient is fine.